Manufacturer narrative:
The customer-reported issue of a system malfunction alarm was confirmed via review of the driver's alarm history and was reproduced during investigation testing. The root cause of the customer-reported system malfunction alarm was determined to be a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4727 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that this alarm occured while the driver was connected to wall air. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.